Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's lcd display was observed to be blank. The device was not in patient use. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported during a check-out procedure at the manufacturer's service center, a ventilator's lcd display was observed to be blank and the device's internal battery was replaced to address the issue. The device's lcd display was replaced to address the issue not the internal battery.